Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to elevated capture thresholds. No additional adverse patient effects were reported. Product return was requested. The lead was retained by the facility, and the facility will handle product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead was performed. Visual inspection confirmed that the whole lead was returned. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to elevated capture thresholds. No additional adverse patient effects were reported. Product return was requested. The lead was retained by the facility, and the facility will handle product return.